Manufacturer narrative:
No unresponsive buttons noted. All buttons functioned properly. No moisture damage or corroded keypad traces noted. The connector at the lcd board was found locked. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the buttons on the insulin pump do not respond properly. Blood glucose value is unknown. The insulin pump would be replaced or returned for analysis.